Event description:
On february 27, 2006 the facility contacted baxter customer service to ask how the operator and machine event logs record data for the 1550 hemodialysis instrument.customer was asked if there was patient injury,and the customer stated "a patient died".the event occurred on 2/18/2006.customer stated that someone observed a crack in the patient's catheter.customer further stated adamently that the death was not a result of any instrument malfunction.there is no further information available at this time.baxter has attempted several times to contact the customer to gather information without success.if additional information becomes available,it will be sent in a follow-up report.